Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had not been used in the treatment or diagnosis of the patient. The returned product met specification as received. Visual inspection found no defects. The investigation found the device to function normally and within specifications. The sphere was not damaged. The sphere functioned normally in room scan and patient mode. The sphere detected the rf sponges correctly. The sphere did not falsely detect. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while using on patient, the device was broken and shows detection when scanning patient. No patient injury.